Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported that pump was dropped/bumped with no visible pump damage. Pump rattles while reservoir is inside of the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: scratched case. The pump was received with a battery cap. The battery cap contact was missing. Did not hear any rattling sound coming from within while shaking the pump. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. Did not note any loose or detached components rattling inside the pump. Also did not note any missing components from any of the boards or assemblies. In summary, the customer¿s report of something loose inside the case was not confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.